Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal resection, purse-string suture was done and anvil was inserted into the oral intestinal tract. The circular stapler was inserted from the anal side and docking was performed. The wing nut was turned clockwise to bring the anvil and stapler together. Because there was a possibility that part of the serosa had not been sutured, the wing nut was turned counterclockwise to separate the anvil from stapler. It was noted that the anvil had titled at that point. Without noticing that, when the wing nut was turned clockwise again and was brought together, it did not come together. When the posterior wall was checked, the intestinal tract was damaged by the titled anvil. The surgical time was extended by more than 30 minutes. The incision was extended by an inch. Another stapler was opened and re-anastomosis was done.